Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is being investigated under CAPA. From the photo sample, there seemed to be water droplets in the catheter tube, some fluid had traveled down the tube and into the bag during 10-11 collection hour. Possibly, whether it would equate to 15ml, because when water was added to the system, the tube was held in air to ensure it made it to the bag. The power cord was on the bag and the device added the weight to the current hour had not received any alarm because the weight was only 500g. The device displayed 0 ml from 9 am/10 am on sept/15 to 15 ml at 10 am/11 am on sept/15. There was no patient involvement, the sensica is being used as a training module. The device history record review and labeling review was not required as the complaint addressed by existing CAPA. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the sensica device went from 0 ml for the previous hours to 15ml. The current hour also showed 2ml without the input of urine output (uo). From the photo sample, there seemed to be water droplets in the catheter tube, some fluid had traveled down the tube and into the bag during 10-11 collection hour. Possibly, whether it would equate to 15ml, because when water was added to the system, the tube was held in air to ensure it made it to the bag. The power cord was on the bag and the device added the weight to the current hour and had not received any alarm because the weight was only 500g. The factory default values were weight greater than 200ml and was detected in less than 10 seconds. After it was acknowledged, the weight of the power cord was listed in the current hour. When the bag was removed, it received an alarm which was not recognized. Upon removal of the weight, the device was more sensitive. If a stable weight decrease of greater than 5 ml is seen, the device will throw the ¿bag volume decreased¿ alarm. The device intentionally doesn¿t reduce the current displayed volume because all recordings it saw up to this point was categorized as actual urine output, and wanted to keep an accurate history of all the urine collected. Per follow up information received via phone on 18oct2021, nurse stated that there was no patient involvement. Nurse stated that this sensica was the training module that their clinical manager used for training. Nurse stated that the biomed technicians did not know how to repair the sensica and so nurse was unsure of any repairs.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sensica device went from 0 ml for the previous hours to 15ml. The current hour also showed 2ml without the input of urine output (uo). From the photo sample, there seemed to be water droplets in the catheter tube, some fluid had traveled down the tube and into the bag during 10-11 collection hour. Possibly, whether it would equate to 15ml, because when water was added to the system, the tube was held in air to ensure it made it to the bag. The power cord was on the bag and the device added the weight to the current hour and had not received any alarm because the weight was only 500g. The factory default values were weight greater than 200ml and was detected in less than 10 seconds. After it was acknowledged, the weight of the power cord was listed in the current hour. When the bag was removed, it received an alarm which was not recognized. Upon removal of the weight, the device was more sensitive. If a stable weight decrease of greater than 5 ml is seen, the device will throw the ¿bag volume decreased¿ alarm. The device intentionally doesn¿t reduce the current displayed volume because all recordings it saw up to this point was categorized as actual urine output, and wanted to keep an accurate history of all the urine collected.